Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow up, tachy episodes were seen. Out of range sensing was noted. Insulation anomaly suspected. The lead was replaced.